Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that when the mandrel was being removed from the 6.0 x 20 absolute pro stent delivery system, the stent prematurely deployed; however, the handle was still in the locked position. There was no difficulty noted when starting to remove the mandrel. The device was not used on the patient. Another non-abbott device was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.